Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E 1. Initial reporter phone: (B)(6). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an ngen pump and water got in the pump adaptor. They then had a message of "over heating" and smelled burn. They stopped and switched to a smart ablate system. The case was completed and there was no patient consequence. Additional information was received, and it was clarified that the external power supply / transformer got wet, not the pump itself. There was no visible sign of smoke.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an ngen pump and water got in the pump adaptor. They then had a message of "over heating" and smelled burn. They stopped and switched to a smart ablate system. The case was completed and there was no patient consequence. Additional information was received, and it was clarified that the external power supply / transformer got wet, not the pump itself. There was no visible sign of smoke. Hardware evaluation details: technical services performed remote evaluation of the device. According to the report, saline dropped onto the external power supply / 230v transformer of the device, that transformer smelled burned after that and did not work anymore. No liquid was directly in the device. The power supply and the power cord were replaced to make the system operational. After part replacement, the pump worked well. The reported issue was confirmed. The potential cause of the issue may be related to improper installation setup that allowed the device to be in contact with water or any other liquid. However, this cannot be conclusively determined. The device manual/instructions for use (IFU) states: "the pump must be protected from damage. This includes installing the pump in a safe location and protecting the pump against moisture, contamination, and contact with explosive or flammable substances." A device history record evaluation was performed for the finished device number 051322-116, and no internal actions related to the reported condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).